Event description:
On (B)(6)2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. It was reported that a cs-078 ¿call service alarm¿ occurred 3 or more times within a 30 day period. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is completed, a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: - device evaluation: the pump has been returned, and it was evaluated by product analysis on 07/28/2015 with the following findings: the reported call service alarm issue could not be adequately investigated due to unresponsive keypad buttons; no conclusions could be determined in regards to the reported issue. Several cs-078 'call service alarms', which can be indicative of the type of issue that was reported, were observed in the black box data. Evidence of moisture ingress was found to be present behind they display lens. The pump case was observed to be cracked near the top right corner of the display. Evaluation revealed that all of the keypad buttons were unresponsive. The pump failed a leak test due to a pump case leak; this device failure caused the moisture ingress issue. The keypad cover was removed, and no evidence of internal damage or defect of the keypad contacts was found. The pump case was removed, and evidence of moisture ingress was found on the keypad flex, printed circuit board, and other internal components. User error contributed to the occurrence of moisture ingress, as the user is instructed to refrain from exposing a damaged pump to moisture. (B)(4).